Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the customer via medwatch "charge nurse went into the patient's room and found pac bleeding out from broken line on the pac similar to previous breaks. Able to clamp above the break. This nurse heparinized the line as best as I could by covering the break with gloves while infusing the heparin. De-accessed the pac and placed a new pac. Problem: broken pac line, already had a spiro on for this has happened to this patient already once during this admission. Bleeding noted from the line, family notified staff. The pac was 20g 1 inch needle that comes in the pac premade kits. Broke in the same place as the last break. Manufacturer response for set, administration, intravascular, port access needle (per site reporter). Manufacturer has been made aware as there have been multiple separate events. The representative and complaint number of (B)(4) has been assigned. What was the original intended procedure? : pac line. What problem did the user have (check all that apply) :device failed (e.g. Broke, couldn't get it to work or stopped working) ; device malfunction - that is, the device did not do what it was supposed to do;"